Manufacturer narrative:
Medtronic received the following information from a journal article entitled ; ¿physician-modified versus chimney endografting for pararenal aortic aneurysms: a systematic review and meta-analysis¿. Karaolanis gi, papazoglou dd, donas kp, helfenstein f, kotelis d, makaloski v. Journal of cardiovascular surgery (torino). 2024 apr;65(2):124-131. Doi: 10.23736/s0021-9509.24.12995-3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.